Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the syringe 50ml 18g 1-1/2in sbdm there was leakage. The consumer states there was ¿leakage between the plunger and barrel.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
One sample was returned to sbdm. The reported defect as leakage at stopper side. Leakage test: sbdm conducted water leak test on 5 pcs same lot house samples, no leakage was found. Dimension of syringe: sbdm measured on 5 pcs same lot house samples, the barrel internal diameter and external diameter of the gasket, the dimensions are verify to be within specifications. Device history record review (DHR): sbdm reviewed the DHR of lot 1802063, no abnormality was found. Complaint review: sbdm verify that there was no similar issue with same lot from other customers. Root cause: based on investigation, there are 2 possible causes for the leakage: it is possible that while the medicine was drawn into the syringe, a plunger was not pulled straightly but inclined to one side and the leak occurred. It is possible that there was a stopper welding line which occurred during injection molding process. If there is a welding line in the stopper, it is possible that inside of the syringe can`t be sealed properly by stopper and cause leakage of medicine. Corrective actions: sbdm had quality training on the customer complaint for stopper inspection workers and quality control worker. Sbdm strengthen inspection for stopper and monitoring the size of the stopper periodically. Sbdm will conduct checking and reconfirming of molding work condition and implementing of preventive maintenance for gasket mold. Sbdm has put in place their internal (B)(4) to address similar defect type.